Event description:
It was reported that the jaws of the applier got broken while in use on a patient. Therefore, another applier was used instead. No parts or fragments fell in the patient's body. No injury was reported.

Manufacturer narrative:
(B)(4). The device investigation is pending, and the investigation results will be submitted in a follow-up report. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws of the applier got broken while in use on a patient. Therefore, another applier was used instead. No parts or fragments fell in the patient's body. No injury was reported.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha, wi. As part of a 50-pc. Lot in august of 2021. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet - kenosha's manufacturing process. Evaluation of the returned instruments shows that the jaws are loose and misaligned to each other and bent to one side and the outer tube assembly is bent/damaged at the jaw end and the jaw pivot pin is pulled thru one side of the outer tube assembly. We are able to validate this complaint. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that the inner drive rod (n00185) is bent/damaged, and one of its bosses is damaged where it engages the inner slot of the jaw. We are unable to determine what caused the drive rod boss to become bent/damaged and for the jaws to be loose and misaligned to each other and bent to one side and for the outer tube assembly to become bent/damaged at the jaw end and for the jaw pivot pin to be pulled thru one side of the damaged outer tube assembly but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.